Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) female patient. There was no additional patient information available at the time of this report.date method time pt/inr(B)(6) 2013 I-stat unk 38.1/3.4(B)(6) 2013 stago unk 28.4/2.7based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on (B)(4) 2013 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.